Manufacturer narrative:
Device received with missing segments/partial display due to cracked lcd glass. Insulin pump received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had gray lines and the customer unable to read the screen. Troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.